Manufacturer narrative:
The device was retuned d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code a150207. Added code a01.

Event description:
An impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The patient presented as stemi with severe multivessel disease; cardiothoracic surgery was consulted and an intra-aortic balloon pump (iabp) was placed for emergent next-day CABG. On postoperative day 2, the patient was alert and ambulatory but developed ventricular tachycardia and torsades de pointes, prompting initiation of acls protocol and multiple defibrillations. The patient was brought back to the catheterization laboratory, native vessels were stented, and impella cp was placed for hemodynamic support. Heparin was turned off in anticipation of device removal. The impella cp was explanted while maintaining wire access, and red debris was noted on the pigtail of the device. Additional red substance was observed during cleansing after explant. A contributing factor was that heparin had been held for more than four hours prior to removal. The patient survived to explant. The thrombosis may be associated with patient-specific factors such as underlying cardiogenic shock, peri-procedural anticoagulation management, and periods of heparin interruption.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Patient-device interaction/ thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number), h3 (device evaluated by manufacturer?). Upon review, the section d primary UDI, serial number, and device evaluated by manufacturer have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.